Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized hyperglycemia on (B)(6) 2018. The customer blood glucose level was 549 mg/dl at the time of incident and the current blood glucose level was 290 mg/dl and 295 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and given insulin pens. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer alleging possible insulin pump was under delivery. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer was able to performed displacement test. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.